Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy, the device was fired and received two complete donuts on the proximal and distal ends. The purse string was in place, the instrument fired and a doughnut noted but to the side of the instrument. When checking the distal end, it was completely occluded. At this time, ees nurse was called for instructions as patient was still on table. Ees called surgeon back and gave instructions to reopen the anastomosis and repeat the entire process with a new device. Same incident occurred. The device functioned as expected with no issues. The procedure was converted to an open procedure. Performed a resection using a curved cutter. The patient received a temporary colostomy. Ees md spoke with operating surgeon to gain additional information regarding the event. During the pph procedure the rectum was closed; however, this was discovered at the end of the operation while the patient was still on the table. He attempted to open from below but was unable and so a low anterior resection was performed. The patent will require colostomy closure and is expected to make a full recovery. Additional information being requested.